Event description:
Please see the user facility medwatch,(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the first firing of the procedure, the surgeon fired the device, device locked out. The surgeon used the reverse button and removed the device from the tissue. The reload appeared to have the first couple rows of staples deployed, however none were actually formed on tissue and staples were sticking out of the reload in the "goal post" position. The surgeon was using seamguard; tissue appeared to be very thick as the stapler was hard to close on tissue. Another reload was opened and the case was completed without incident. The surgeon decided to use a black load on three firings, and finished with a green load. The stapler completed eight firings. There were no patient consequences. One device will not be released by the account.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.